Manufacturer narrative:
(B)(4).

Event description:
The customer reported "b" side battery slot is out of service. Fully charged not reading full in monitor. There was no report of patient involvement.